Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual patient data was obtained from the case report forms for patients noted to have had an adverse event. All patients receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999 the pt underwent a primary left l5-s1 spinal root decompression. Two weeks later, the patient presented with "recurrent herniated disc". The investigator noted the event as severe in intensity. The physician prescribed an MRI that showed a recurrent disc herniation (left l5-s1). The investigator prescribed vioxx 25 mg qd po for pain. The condition was reported continuing with treatment in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as a possible cause for the event. In 02/99, the pt presented with "continuing back pain". The investigator noted the event as moderate in intensity. The physician prescribed an MRI that showed no recurrent disc problems but revealed a large uterine fibroid mass. The patient was treated for pain with medrol dosepak and referred for hysterectomy. The pain condition was reported resolved with treatment in 04/99. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted intercurrent illness as a possible cause for the event.